Manufacturer narrative:
A philips service technician evaluated the ventilator and confirmed that the alarm could not be eliminated. The philips service technician reset the settings to resolve the issue and the device successfully passed all required testing after repair, and remains at the customer site.

Manufacturer narrative:
A philips service technician evaluated the ventilator and confirmed that the alarm could not be eliminated. During follow-up, it was reported that near the end of the pressure pipe connection was not good, and the device alarmed. The proximal pressure line disconnect alarm was triggered by a loose/disconnected proximal pressure line. The information indicates that the device functioned as intended when it alarmed as the pressure line was loose or disconnected. The philips asp resolved the problem by reconnecting/adjusting the proximal pressure line, the issue occurred due to user error during set up of the device, and there was no device malfunction occurred.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02nov2020.

Event description:
The customer reported alarm cannot be eliminated. There was no patient involvement.